Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set fell off event on 12-jun-2024 after shower. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.